Event description:
It was reported, that due to an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.